Event description:
After the placement of this percuflex plus stent, the doctor decided the stent was too long and started to pull it out in order to place another stent. During removal, the stent broke, leaving 3/4 of the stent in the pt. Two and a half hours later, the rest of the stent was removed from pt. The second stent was placed successfully.